Manufacturer narrative:
D5,6;h4: info unavailable, device returned with no lot or batch ID. Visual examination confirms that approx. 3/4" of the cannula is broken. Further examination indicates that the outer gasket is torn. No conclusion as to cause of these conditions could be reached. Co reviews each incident as it occurs in an effort to continuously improve the products.

Event description:
During a laparoscopic cholecystectomy a 512x and 355s broke at the neck of the devices. The surgeon stated the pt was very heavy and quite a bit of torque was put on the trocars. The broken sleeves were removed by grasping them with a kelly clamp. The broken sleeves were noted at the end of the procedure. There was no consequence to the pt.